Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator exhibiting far-field r-wave over-sensing. The over-sensing was noted to trigger inappropriate mode switch episodes. No intervention was performed. There were no patient consequences.